Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacture reference number 3006705815-2019-03155. It was reported the patient experienced twisted leads. As a result, both of patient's leads was explanted and replaced on (B)(6) 2019 (related manufacture reference number 3006705815-2019-03155). Surgical intervention resolved the patient's issue.